Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of high blood glucose level and diabetic ketoacidosis on (B)(6) 2024. Blood glucose level was high at the time of the event. Patient went to emergency room and later was hospitalized. The duration of hospitalization was one day. Patient was treated with IV insulin drip. No further information was available.

Manufacturer narrative:
Patient city: (B)(6), patient country: united states.